Manufacturer narrative:
Product analysis cannot be performed by the MFR as the device remains implanted in the pt. A review of the device history record was performed on the lot and no yield or component issues that are relevant to this event were identified at the time of MFR. This lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for this lot. Per the dfu (directions for use) of the device in question: vessel dissection and coagulopathy are potential adverse events which may be associated with the use of an intracranial angioplasty in stenotic lesions of the intracranial arteries. MFR. Report #6000078-2007-00283 has been filed for the inflatable balloon used in this procedure.

Event description:
The following info was reported to the MFR: the physician advanced the inflatable balloon over a 300cm exchange wire. The balloon was positioned across the lesion within the basilar artery. The physician inflated and deflated the balloon approximately 2 times and then removed the balloon. The physician then injected contrast and noticed a dissection within the area of the angioplasty. The physician then quickly attempted to improve the dissection by implanting the first stent [device in question] but was not completely successful as there was continous clot formation within the lumen of this stent. The physician administered tpa several times during the course of the procedure to improve the clots and clots were temporarily improved. Over the course of time there was continuous clotting within the basilar artery and the pca's. Physician later post dilated the first stent with a balloon. There was some acute improvement but clots continued to appear in pt's posterior circulation. After several unsuccessful attempts to deploy a non-manufacturer stent within the lumen of the first stent, the physician then successfully deployed another boston scientific stent in the lumen of the first stent. After successful stent deployment, the blood flow appeared to have improved and the amount of clots was significantly reduced. Pt was taken to ICU for observation.